Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008, the patient underwent cbc differential , cmp evaluation. (B)(6) 2008, the patient presented with pre-op diagnosis of diskogenic pain , l3-4 and l4-5 and underwent following procedure : hemocorpectomy l3,l4 ,l5; posterior anterior antibody fusion l3-4; anterior antibody fusion l4-5 with use of disk replacement cages, anterior instrumentation l4-5 . Per op notes, during the procedure the surgeon made incision and the disk partial of the vertebral body end plates were removed at l3-4, l4-5. The disk space was then distracted for a soft mordonic tapered lordotic cage . The cages were inserted ,then packed with bmp and synthes anterior plate . Post operatively patient alleged unspecified injuries due to rhbmp-2.